Manufacturer narrative:
Initial submission attempt 10/23/2025 this MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user participating in a blind survey experienced recurrent overnight hypoglycemia, describing ¿too many lows at 2 a.m.¿ while using the ilet bionic pancreas. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included transient impact on health without report of hospitalization or long-term sequelae. Investigation included a review of user-reported history and assessment for use-related factors. Investigation of this case revealed no confirmed device malfunction and suggested a possible use-related or physiological contribution, though the precise cause remained unclear. It was concluded that the event involved hypoglycemia with an undetermined cause and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.